Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an phacoemulsification handpiece was loose when connected and emitting erratic phaco power and patient experienced the posterior capsular tear during the cataract surgery. The surgery was completed by using the alternative handpiece.

Event description:
Additional information received this case realised issue with handpiece and handpiece changed and the surgery uneventful without any adverse event. A physician reported that an phacoemulsification handpiece was loose when connected and emitting erratic phaco power and patient experienced the posterior capsular tear during the cataract surgery. The surgery was completed by using the alternative handpiece. This report pertains to first of two reports for this reported event.

Manufacturer narrative:
Based on the additional information received following submission of initial report its clarified that the patient has not experienced posterior capsular rupture hence this report does not meet criteria for reporting based on applicable medical device regulations. The manufacturer internal reference number is: (B)(4). No further reports will be scheduled under mfg report num. 2028159-2023-00824.